Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm973r - insulated outer tube 5/5mm 310mm. According to the complaint description, a small piece of blue metal found in abdomen during laparoscopic procedure. Safely removed and identified as part of maryland grasper hinge. Upon visual examination in the laboratory, it could be seen that a small area of the device hinge had broken off. The morphology of the break sites were rough, with no evidence of rust or discolouration. There was no evidence of damage to the external surfaces of the device that would suggest that damage to the device caused the breakage. As such, it was not possible for the smtl to determine the cause of the breakage. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00149 ((B)(4) + pm438r), 9610612-2021-00148 ((B)(4) + pm973r), 9610612-2021-00147 ((B)(4) + pm973r), 9610612-2021-00150 ((B)(4)+ pm450r).

Manufacturer narrative:
After the articles have been examined, it has been found that this article is a involved component. After reviewing the evaluation of the case, we classify this article as an involved component and close it. All further information on the case is reported in the leading reports (9610612-2020-00987 and 9610612-2021-00149).

Event description:
The adverse event is filed under aag reference (B)(4)((B)(4)).